Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Information received indicates the foot hi/low function is slowly drifting down.